Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer called to report a low blood glucose level of 49 mg/dl. The customer treated with juice and food. The customer's symptoms included anxiety and weakness. The customer completed troubleshooting but did not find any anomalies. The customer stated that she probably had high readings due to helping take care of a newborn baby. The customer was advised to monitor the device and readings. Nothing was replaced or returned for analysis.